Event description:
The clinic reported that a laser vision correction patient presented with diffuse lamellar keratitis stage 1 in left eye at one day post treatment. The topical steroid dosage was increased. It was stated that the patient asymptomatic. No loss of best corrected visual acuity (bcva) reported.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.